Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2013, due to heart disease. On (B)(6) 2013, after xience prime stent implantation in the ramus interventricularis anterior artery, thrombus occurred and the patient developed ventricular fibrillation. Defibrillation was successfully performed and a second planned stent was implanted. Thrombus aspiration was performed and a third planned stent was implanted, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of ventricular fibrillation and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.